Event description:
It was reported that an angio-seal was deployed in the right femoral arteriotomy post left cardiac catheterization. The patient was discharged 3 hours later. The patient returned to the hospital that same day with leg, groin and abdominal pain. A doppler ultrasound revealed an occlusion in the right leg. The patient went to surgery where thrombus was found in the right iliac and common femoral artery. Some thrombus was also found in the superficial femoral artery. The thrombus was removed with a fogarty catheter and the incision closed with a hemacarotid patch. The angio-seal components were also removed. Blood flow was re-established, the patient tolerated the procedure well and is recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.